Event description:
It was reported that the patient with this implantable pacemaker attended the emergency room with symptoms such as fainting, dizziness and dyspnea. A review of the remote monitoring was performed and the device was found in safety mode. It was also confirmed by the echocardiogram that the device exhibited inhibition of pacing. As a result, the patient was admitted to the hospital and the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.